Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the reservoir tube window corners, and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
The customer reported that the top part where the reservoir is inserted in the insulin pump, cracked and a piece was broken. Customer's blood glucose level was 140 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.